Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose level was not given. The patient stated that during rewind, the unit would alarm motor error. The customer stated that she has done an infusion set change and connected to herself and manually primed. The patient was advised to be cautious and to monitor her blood glucose levels carefully. The customer stated that the insulin pump fell off the other day. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.